Event description:
It was reported that ,after connecting the instrument the cs300 intra-aortic balloon pump (iabp) reported a loop leak, and blood and other circulation alarms were detected, and it could not be used normally. It was normal after the machine was replaced.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field : d1 , g4 (510k). Updated fields: b4,d8, d9, g1, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported that, customer contacted by phone and stated that the cs100 intra aortic balloon pump (iabp) had a loop leak, and blood and other circulation alarms were detected, and it could not be used normally. It was normal after the machine was replaced. After the customer asked a third party to replace the safety disk, the equipment returned to normal. Patient involvement unknown and harm details unknown.